Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The reported event occurred on 6/5/2025, with the closest related log dated 6/1/2025. Logs prior to the event show battery calibration recommendations but no communication errors. No erroneous shutdowns were found. The device underwent full functional testing with no fault found. The battery used during the event was not returned for evaluation. The device was recertified and returned to the customer. No trend associated with similar incidents.